Event description:
The actuator supplied with field change order, part number 1005050, was installed in 2008. During an on-site check, it was discovered that the actuator would stop driving before reaching the full up position. Adjustments were made to the switch inside the actuator to enable completion of pt treatment.

Manufacturer narrative:
Investigation results: actuator MFR mode unauthorized component material change resulting in component failure during use. Component material has been corrected by subcontractor and new component replacement initiated. Corrective action: technical note 200 068, "safety issue with helmet hoist actuator" and field change order, "investigation and correction of helmet changer actuators" were both released as corrective actions to address this issue on may 15, 2008. Technical note serves as a caution to users of the gamma knife units until such time as the permanent fix can be installed. Field change order is the permanent fix issues, and includes specific serial numbers of machines that were affected. At this particular site, a new actuator was installed as part of the corrective action associated with field change order. Installation of the new actuator successfully addressed the problems seen during the earlier installation.